Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32g 4mm pro was difficult to operate or not working/functioning. The following information was provided by the initial reporter: the patient states that he/she turned around the button but felt no sense of having turned it around.

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No 320559. Visual examination and a functionality test was carried out on the returned sample and photos and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample/photos therefore no root cause can be identified.

Event description:
It was reported that the pen ndl 32g 4mm pro was difficult to operate or not working/functioning. The following information was provided by the initial reporter: the patient states that he/she turned around the button but felt no sense of having turned it around.